Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that during the implant procedure, the patient experienced a cardiac tamponade due to perforation. Patient is doing well.